Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell. The home patient (hp) had the bags still connected. The hp had already cleared the alarm. (B)(4) advised the hp to disconnect from the hc and to let the registered nurse (rn) know of the air detect alarm. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp said she did not have any idea how air may have gotten into the line. She did not notice anything unusual with the supplies. The hp notified her registered nurse (rn), and said that she resumed therapy successfully. The hp said she was using the spike supplies at the time of the alarm. She said recently received a shipment of the new twist on supplies and since then everything had been perfect. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).